Event description:
The physician attempted to enter a heavily calcified femoral artery in the groin. After he gained access with the needle, the physician used the aquatrack wire to enter the artery through the steel needle although he knew the risks of this off label use. Once the wire was inserted, the physician wanted to retract it. While retracting, the distal tip (approx 3cm) of the wire got cut off by the steel needle and was left behind in the artery. The pt was sent to surgery immediately. The wire tip has been removed successfully without any permanent damage to the patient.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.